Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the inability of the patient to turn the stimulation down (because it was very strong) was that they did not pay close enough attention at the first session and expected their wife to do it. A second session was held at the va and the patient now understood the device and that they had to be in charge of working it properly.

Event description:
The consumer reported that on the thursday prior to the report, the stimulation was very strong that the patient could not relax to sleep. It was noted that the patient couldn't decrease the stimulation, even with the help from the patient¿s wife. The patient also reported that stimulation wasn't in the pain in his back, he was vibrating out of the bed and he had chronic pain. An appointment was planned for the patient to meet with a manufacturer representative (rep). Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.